Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Final analysis found over-torqued of the inner coil at the connector region consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right ventricular (rv) lead slightly dislodged. While repositioning, the helix could not be extended, and high pacing impedance was also noted. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.